Manufacturer narrative:
The reported blood loss is attributed to the operator not returning the patient's blood in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Occasional alarms during hemodialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An alarm occurred at the beginning of a routine hemodialysis treatment. Manual rinseback was initiated, however it was not completed due to concern of possible clotting, resulting in an estimated blood loss of 95 cc. No medical intervention was required.